Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a crack or breakage in the infusion set is confirmed; however, the exact cause is unknown. One photograph of a 19g miniloc infusion set was returned for evaluation. An initial visual observation of the photograph showed a break and separation of the hub from the tubing of the sample. The sample in the photo was in use and use residue was observed inside the tubing. The tubing was observed to be clamped proximal to where the hub would be. No details of break site could be discerned from the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that out-patient client admitted on (B)(6) 2024 at 13:30, patient at home with pac in place with home infusion of blinatumomab infusing to pac. Hmh homecare infusion of blinatumomab tubing severed at the filter site. Nurse manager notified line changed and patient was discharged. No harm reported. No other information was provided.

Event description:
It was reported by customer that out-patient client admitted (B)(6) 2024 at 13:30, patient at home with pac in place with home infusion of blinatumomab infusing to pac. Hmh homecare infusion of blinatumomab tubing severed at the filter site. Nurse manager notified line changed and patient was discharged. No harm reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.